Manufacturer narrative:
Continuation of d10: product ID tm90t0 (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug. It was reported that the patient stated the remote controller will not connect to the pump to deliver a bolus. Agent had patient clear the built up data in the application. Patient was able to successfully connect and request / receive the bolus. The troubleshooting steps that were taken on the call resolved the issue.